Event description:
It was reported that non-sustained lead noise due to t-wave oversensing was noted via a merlin.net transmission. During a follow-up, post-paced t-wave oversensing on the ventricular lead was observed. The patient did not receive therapy. The oversensing was noted on stored egms. The patient is asymptomatic. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.